Event description:
It was reported that; the surgeon took a post op xray and noticed the rod is out of one of the screws. On x-ray, the set screw appears to still be in the tulip of the screw. Patient is doing well no revision surgery planned at the moment. Surgery was a l3-l5 lumbar fusion. Update 1/4/2017: patient underwent a revision surgery. Five (5) of 6 set screws were no longer tightened.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. The returned devices were inspected and slight indentations was identified on the base of the blocker. Conclusion: a definite root cause could not be determined.

Event description:
It was reported that; the surgeon took a post op xray and noticed the rod is out of one of the screws. On x-ray, the set screw appears to still be in the tulip of the screw. Patient is doing well no revision surgery planned at the moment. Surgery was a l3-l5 lumbar fusion. Update 1/4/2017: patient underwent a revision surgery. 5 of 6 set screws were no longer tightened.